Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was hard to press and did not activate the device. The patient states that the pump was positioned upside down and he thinks that could be the reason why the device does not work. The patient also noted that he experienced urethral erosion caused by the cuff and infection with purulent discharge at the erosion sites. A cystoscopy has been scheduled to determine if a new device implant is possible. No further patient complications were reported.